Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adapters have a reversed connection. The catheter was removed and replaced with new one. The sample will be returned for investigation.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. The sample consisted of one mahurkar 13.5fr x 16cm se kit. A visual inspection was performed and inverted extension adapters were found. Based on the drawing procedure, the correct adapter orientation is defined by the green catheter tip and the catheter¿s slots location near the tip. Through a visual evaluation, it was observed that the silicone extensions and its respective adapters attached to the catheter are in a reverse condition. Therefore, the reported condition was confirmed. The most probable root cause could be due to failure to follow procedure during product manufacture and during the extension assembly method causing the adapters to be reversed. The reported issue was caused during manufacturing operation activities. A formal corrective and preventative action has been opened to address the reported issue. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.